Event description:
During a redo atrial tachycardia procedure, a pericardial effusion occurred. During the case, after 4 previous ablations for persist af using ensitex in voxel mode, the patient became hypotensive and an echocardiogram revealed an effusion. A pericardiocentesis was performed to stabilize the patient.